Manufacturer narrative:
The meter remote has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the meter remote has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the meter remote was powered on and immediately emitted an error 1 sub code 7 message. The meter remote failed to pair with a test pump, and the error message could not be cleared.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (error 1 bolus) issue. The reporter stated that the meter emitted an error 1 message while the user was attempting to deliver a bolus. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.